Event description:
It was reported that the marker was not within the biopsy site. There seem to be a missing marker in the applier system. The physician was able to use another device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Damaged introducer tube. Evaluation summary: the c1535 applier was returned non-functional. The marker was received with the insertion sleeve broken and missing. No testing could be performed due to the condition of the returned instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.